Event description:
New information received notes during examination of leads, it was noted that there was over-sensing of noise on both the right ventricular (rv) lead and right atrial (ra) lead. There was inhibition of cardiac pacing due to noise on rv lead. Noise resulted in inappropriate mode switch episodes on ra lead. The physician explanted and replaced the rv and ra leads on 20 feb 2023. The patient was stable condition throughout.

Event description:
Related manufacturer reference number: 2017865-2023-13355 it was reported that the patient presented to the clinic for a follow-up on (B)(6) 2023. During examination of leads, it was noted that there was oversensing of noise on both right ventricular (rv) lead and right atrial (ra).the physician explanted and replaced the rv and ra leads on (B)(6) 2023. There were no adverse consequences to the patient and the patient was discharged.